Event description:
It was reported by repair work order that the s tretcher hadreduced brake force due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.